Event description:
The pt had a loss of therapeutic effect and no stimulation sensation, even at 10.5v. The pt did not remember when she stopped feeling stimulation, but it had been a while. Most bipolar pairs had impedances greater than 4,000 ohms. The pt was to be scheduled for revision surgery. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).